Event description:
An ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) in 2008. According to the complainant, "during the procedure, the sphincterotome had a broken cut wire," the procedure was completed with another ultratome xl sphincterotome. No patient complications were reported as a result of this event, and patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken, and the end of the cutting wire had a melted and blackened appearance (see figures 1 and 2, page 3). This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unknown. Although possible causes includes: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The december 2007 15-month ultratome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.